Event description:
It was reported to medtronic minimed that the customer reported the insulin pump fell into the pool and was submerged and damage to the battery cap. The customer received a pump error 35 (a broken force sensor was detected during seating or regular delivery). The customer also reported the insulin pump did not respond even when a button was pressed and there was a crack on the side of the pump. The customer reported no adverse event. The event involved product mmt-1886. No troubleshooting was done. No harm requiring medical intervention was reported. The product mmt-1886 will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump error. Unable to download files and traces using thump download due to moisture damage on electronics assembly. Unit received with moisture damage noted on, 40 pin flexible printed, electronics stack pcba1, pcba2, and motor. The following were noted during visual inspection cracked battery tube threads, fading serial number label, cracked keypad overlay at select button and cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. Unit received with original battery cap missing gold spring at battery cap contact critical pump error (open book image) alarm confirmed due to moisture damage. Unable to confirmed pump error 35 alarm, unresponsive keypad due to download difficulties. Unit confirmed moisture damage. Unit received with original battery cap missing gold spring at battery cap contact. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.